Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which the right side ruptured after implantation. Ultrasound examination confirmed rupture on (B)(6) 2020. The issue was confirmed by the physician. As a result patient had the device explanted on (B)(6) 2020.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the post-operative result concluded that the device was malpositioned and not ruptured. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#:3503004, sn#:(B)(4) and right replaced with cat#:3503004, sn#:(B)(4). Manufacturer¿s reference number: (B)(4).